Event description:
The duett was deployed following a diagnostic cath (via a 6f sheath in the right common femoral artery). Onset of symptoms of arterial occlusion occurred 10 min post deployment (leg began to turn white). The pt was started on heparin one hour post deployment and given morphine for pain. The pt had faint popliteal pulses and absent distal pulses, and a surgical thrombectomy was performed, with good pt outcome. The physician deploying the duett felt existing plaque was dislodged during deployment.